Event description:
It was reported that the patient underwent l2-l4 posterolateral fusion using rhbmp-2/acs at multiple levels and mixing rhbmp-2/acs with autograft. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, chronic pain, nerve damage, and inflammation. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living."

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).

Manufacturer narrative:
Additional information: pt identifier, describe event or problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006 the patient underwent: revision l3-4 bilateral laminotomy, partial medial facetectomy. L4 foraminotomy with bilate ral l2-3 laminectomy, partial medial facetectomy. L3 foraminotomies. L2-3 and l3-4 bilateral posterior lateral fusion using spinal instrumentation with bone morphogenic protein crm plus local bone of 30 cubic centimeters. Nim neuromonitoring electromyogram nerve conduction studies bilaterally of the lower extremities times four hours. Preoperative diagnosis: lumbar spinal stenosis with retrolisthesis l2-3, l3-4. Per-op notes: ¿we then proceeded to decorticate bilateral posterolaterally the tips of the transverse process of l2, l3, l4 and the lateral portion of the fusion at this level. We placed bmp from l2 to l3 and l3 to l4 bilaterally. These were soaked with bmp for about 20 mins and then 30cc of local bone that was harvested from the spinous processes of the laminectomy were placed bilaterally.¿